Event description:
Hcp reported device explanted due to "abcess draining on wires". The pt experienced symptoms of back pain radiating into legs. The pt outcome was not reported. The device was explanted but not returned to the MFR for analysis.